Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 12 days post-implant it was reported that the patient experienced gi bleeding and was transferred to the ICU. The patient received an unspecified treatment for the gi bleeding and an unspecified time later the patient was transferred back to the normal ward. On (B)(6) 2015, the patient had gi bleeding again and the patient's lactate dehydrogenase (ldh) levels were elevated. It was also reported that the patient had received daily hemodialysis since implant. The patient received an unspecified number of transfusions. No further gi bleeding was reported.

Manufacturer narrative:
The approximate age of the device is 12 days. The event occurred at (B)(6) university. A direct correlation between the device and the reported gi bleeding could not be determined. The patient remains on lvad support with the pump; therefore, the pump was not available to the manufacturer for evaluation. The patient¿s system controller event history was reviewed and no events or alarms were seen. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii lvas. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. Placeholder.